Event description:
On (B)(6) pt saw alarm on vad associated w/ lightheadedness & syncope. Ldh elevated >1300 which continued to rise, dark urine, elevated p-hemoglobin, determined pt had vad thrombus w/ hemolysis. Pt not candidate for exchange d/t rv failure. D/c hospice.primary cod: circulatory: other, specify - end stage acute on chronic systolic heart failure.